Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation of the device was found to have shell failure and light yellowing. The explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The explant was analyzed using optical microscope and images were taken of the area and are as follows: 100184591 analysis 120x 1, and 100184591 analysis 120x 2. The observed result of mechanical testing was 313 (%) for ultimate elongation and 4.2 (lbf) for ultimate break force. The cause of shell failure is local tress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Additional information: sientra previously reported the device analysis for this report. However, that device analysis belonged to MDR# 1651189-2023-05587 and was already submitted. Sientra will not be able to perform a device evaluation for this device since the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.